Manufacturer narrative:
A review of system data was performed and found no issues with the device that cause the adverse event. Device was used off label on a residual limb.

Event description:
Patient received 2nd treatment for residual limb hyperhidrosis; developed retiform purpura and skin necrosis as well as popliteal fossa dvt. Started on anti-coagulant. Prednisone taper. Keflex for empiric abx coverage. Wound care. Official diagnosis is vasculopathy and deep vein thrombosis. This was off label for residual limb(transtibial amputation) hyperhidrosis. It was her left leg/residual limb.